Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight on the external pulse generator (epg) did not illuminate and the plastic cover on the rear of the unit was broken. The product has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment of test access label damaged and the lower case was broken, however analysis was unable to confirm the backlight on the external pulse generator ( epg) did not illuminate. The main pcb was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.